Event description:
There was an allegation of questionable bilt3 bilirubin total gen.3 assay results for two patient samples tested on a cobas c 503 analytical unit. Sample 1: the initial result was 6.67 mg/l. The first result was 4.30 mg/l. The second result was 4.23 mg/l. Sample 2: the initial result was 27.8 mg/l. The first result was 3.25 mg/l. The second result was 3.40 mg/l. The repeat results were deemed correct.

Manufacturer narrative:
The reagent lot number is 858175. The investigation is ongoing.

Manufacturer narrative:
The field service engineer (fse) performed multiple troubleshooting actions, including the replacement of the tygon tube, bleaching the vacuum bottle, and confirming proper detergent priming and mechanism checks. Although this resolved the major overflow, subsequent repeat tests showed residual issues with low-dose patient results, necessitating a second visit. The second intervention included complete module decontamination, replacement of the cuvettes and lamp, and re-adjustment of the significantly low cuvette rinsing levels. The analyzer passed both analytical and mechanical validation. The investigation determined that the service actions resolved the issue. As multiple service actions were performed at the same time, the direct root cause of the event could not be isolated.